Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The customer replaced the data acquisition board. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an occurrence of a proximal pressure sensor range error during a high flow treatment. This is a check ventilator alarm only, the device continued to function and ventilate the patient. No harm to the patient reported.